Event description:
On (B)(6) 2025, it was reported by a sales representative via email that three abs-2329-1 allosync pushlock had issues. The first one had the eyelet bent and nearly dislodged from the inserter when the package was opened. The second one had the eyelet come off when it was loaded into ar-7535 fiberlink 1.3mm suture tape suture. And the third one had the eyelet come off when it was being passed through the cannula. This was discovered during a procedure. The case was delayed less than five minutes with no impact on the patient or the final repair. Additional information received on 1/27/2025: this was discovered during a shoulder scope, rcr, and labral repair procedure on (B)(6)2025. Everything was removed from the patient. The case was delayed because the eyelet had to be removed, and a new anchor was implanted.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted the eyelet of the device had detached. Refer to attachments. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during insertion.